Event description:
Consumer reported wore wrist brace for about (9-10) hours and started to feel itch on the inside of the wrist. Consumer removed the brace and noticed rash on the skin. Consumer was self treating with cortisone and calamine balms, however, after three days, the rash turned into blisters all over her wrist. Consumer did see her doctor, who advised her to try prednisone.

Manufacturer narrative:
Eval summary: issue: injury general - related to product. Eval: regulatory compliance complaint lab received one (1) ace tekzone antimicrobial deluxe wrist brace (right - sm/md) (cat # 207740) (po# 50319), which customer claims wore brace the same day for about 9-10 hours and started feeling itch on the inside of the wrist. The returned brace was visually inspected and no defect was noted. Brace was also dimensionally correct. Due to the nature of the complaint, additional information was obtained on material specification, which indicated that product was made with proper material and met specification. Package stated "caution: if any skin irritation occurs discontinue use and consult your physician". Cannot confirm complaint as manufacturing defect. Regulatory compliance will continue to monitor on a monthly report.